Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 433 mg/dl. The high blood glucose was treated with a bolus from the pump. Customer declined troubleshoot for the high blood glucose level. The product was returned for analysis.